Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was treated at emergency room and was hospitalized due to hyperglycemia at 1 pm on (B)(6) 2018. It was reported that the customer had high blood glucose levels of 30 mmol/l. The customer reported current blood glucose levels of 33.3 mmol/l at the time of admission. It was reported that the cause of the hospitalization was high blood glucose levels per health care professional. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that the high blood glucose event began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. Troubleshooting was performed but was not completed at the time of call because the customer was not feeling well. The customer declined to check for leaks and air bubbles inside the tubing and reservoir. It was reported that the customer was in the hospital and was not feeling well. The customer declined to check the setting on the insulin pump. The customer was advised to call back to complete the troubleshooting. The insulin pump is not expected to return for analysis.